Event description:
It was reported that the patient had a pump refill; following the refill, the patient reported not feeling well. The patient sat in the waiting room of the clinic where she "passed out" and subsequently arrested. The patient was given narcan cardiopulmonary resuscitation and was admitted to the hospital for further care. The pump contained fentanyl 500mcg/ml with a daily dose of 273mcg and bupivicaine 20mg/ml with a daily dose of 10.93mg. The hcp reported that a pocket fill had occurred. The hcp filled the pump with saline and fentanyl patches were being used for pain control. The patient was doing "okay" but was sore from cardiac compressions. The patient planned to have an unrelated surgery and had seen the physician to have her dose weaned. The hcp wanted the patient to pursue the surgery and then refill the pump with pain medications at a later time.